Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that while using broncho videoscope, the screen started flickering in and out specifically when the doctor was manipulating the angle of the scope. The issue occurred during a pediatric diagnostic bronchoscopy procedure when device was inside the patient. The procedure was completed with an olympus back-up device with a delay of less than 5 minutes. There were no reports of patient harm.

Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.